Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient has so much arthritis up and down her back. The patient didn't know where all the arthritis began, she knows it is in l4-l5 something. When the patient was asked if the arthritis is related to her device she said, "some of it is related". The arthritis started like 2-3 years ago, maybe a little longer but it is getting worse and worse. The patient then said she has been in a lot of pain for a longer period of time. The patient was asked if she meant the pain from the arthritis. The patient then said "she has pain like across her hips where the device is above her hip". She is still having issues. She went to her healthcare provider (hcp) and they thought maybe it might be sitting on the nerve and they were working on that. Then they checked her kidneys and found out she is in kidney failure (not related to the device). The patient then said she has been having issues over 3 years, but her back had been hurting her ever since she had the device put in. Since the device was put in she has been having trouble with lower back/pain. The patient also mentioned she is going to her hcp on friday to get some pain injections. The patient then mentioned she has talked about having the ins taken out because she has been having so much trouble. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.